Event description:
Locking ring on 52 + 4n liner on depuy trial hip cup came off the cup and fell loose in the pt. This was discovered on post-op x-rays. Not in the joint so pt notified and elected to not have second surgery for retrieval at this time, will continue to follow.